Event description:
Clinic notes were received indicating that the vns patient was seen on (B)(6) 2014 and that the caregiver reported six seizures since the last office visit. The patient¿s device duty cycle was subsequently increased. It is noted that the patient had been experiencing an increase in seizures the past two months from 1-3 seizures per month. On (B)(6) 2014, the notes indicate that the patient had three seizures in (B)(6) 2014. On (B)(6) 2014, the patient had three seizures that month so the duty cycle was also increased at that time. The patient¿s physician believed the increase in seizures was due to a depleting battery life of the device. A battery life calculation using the available programming history showed approximately 3.62 years remaining. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
The patient underwent generator replacement on (B)(6) 2015. The device is not available for return as the site only releases to patient. The reason marked for replacement was near end of service = no.